Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. Facility stated that the blood leak on dialyzer hansen connection lines was due to faulty dialyzer. Blood test strips were used, the leak was visually observed and the machine alarmed. Estimated blood loss was 250cc's. Patient had no adverse effects. Sample has not been returned to the manufacturer.